Event description:
Small gas leak noted approximately 3/4" from tip of probe sheath during pre-test. No pt contact. A similar issue resulted in an adverse event (see 2030653-1997-00002). The physician was aware of the first event and was pretesting probe per MFR's instructions. This was an old lot of probes prior to corrective actions.